Event description:
Reporter indicated a pt's vns output current setting was found to be set to zero at an office visit. The pt was reprogrammed to regular setting without incident. A flashcard of the computer data has been requested.